Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1934ps-2 was received for investigation. Functional testing was not conducted due to the damage to the instrument. Visual evaluation found that the peek-optima bio/anchor was broken into two pieces and detached from the driver shaft. It was also noted that the sutures were frayed. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On(B)(6) 2023, it was reported by an arthrex employee via email that an ar-1934ps-2 peek suture tak anchor broke during insertion. This was discovered during a reconstruction of anterior talofibular ligament procedure on 6/28/2023. The case was completed using another ar-1934ps-2 peek suture tak from the same lot number. All the broken fragments were successfully retrieved.